Event description:
Rptr has been using these devices for the past 11 yrs. In the last 2 months he has noticed that at least 25% of each case has been undersized resulting in difficult insertion due to kinking and collapsing. When rptr addressed the problem with the MFR, their response, according to the rptr was "we are allowed to have a two size variability from the size labeled on the package."